Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During pm the stm noted the battery failed the battery run time test because it only ran for 90 minutes. The batteries were replaced and the pm was completed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the battery runtime test on a cs300 intra-aortic balloon pump (iabp) failed. There was no patient involvement, thus no adverse event was reported.